Event description:
The customer reported the motion button on the handle will not lock the console in one position on the epiq 5g ultrasound system. The failure occurred outside of clinical use and no patient or user was harmed because of the issue.

Manufacturer narrative:
A service engineer evaluated the system and replaced the control panel front handle assembly with motion switch to resolve the customer¿s issue.